Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a gauze sponge. The customer reports that the surgeon used the gauze during surgery and they are all unraveling and coming of inside the wound. In response, the surgeon was able to successfully remove the frayed piece of gauze from the wound with no further reported medical intervention or impact to the pt.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway upon completion the results will be forwarded.